Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a thoracotomy procedure, the device would not release. It is unknown how it was removed from tissue. No other details are known. No patient impact reported.